Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the investigation has been updated to reflect the correct information: investigation summary: the complaint device is not being returned, it was retained by the customer, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted visual inspection and functional testing of the returned device. Upon visual inspection revealed that arthro pusher/cutter *ea had wear marks, as expected in this type of reusables devices. The inner shaft was disassembled and it was verified that the inner tip had the edge dull. No other anomaly that could be observed. A functional test was performed, a sample suture was used, it was placed on the cutting hole and the trigger was pressed, the suture was unable to be cut. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the arthro pusher/cutter *ea would have contributed to the complained issue. Based on the investigation findings, the potential cause can be attributed to end of life. As per the IFU 107540, inspect devices for damage before using. End of useful instrument life is generally determined by wear or damage from handling or surgical use. Inspect instruments between uses to verify proper functioning, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device 23d14, and no non-conformances were identified.

Event description:
It was reported that during a knee arthroscopy w/meniscal repair procedure the three (x3) arthro pusher/cutter devices were being used when the cutter pushers did not cut properly. There was a five minute delay in the procedure reported. It is unknown whether another device was available for use. It was reported that the procedure was successfully completed. There were no adverse patient consequences reported. No additional information was provided. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4 h4: the device serial/lot number and date of manufacture are unknown at this time. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly. UDI:(B)(4).